Manufacturer narrative:
The user made a change in dose mode and was notified via audible and visual alarm that the reprogrammed dose was outside the hospital defined dose limit for this medication. The clinician chose to override the alarm message and confirmed the out-of-limit dose prior to initiating the infusion. It appears that the clinician did not verify the new entry by reviewing the lcd screen prior to restarting the heparin infusion. The infusion pump is being submitted to service on 11/24/2004 for evaluation of performance.

Event description:
The device was programmed to deliver heparin in dose mode. After the infusion ran for several minutes, the pump was put on hold and then the rate was increased. When the dose data was accepted, the volume to be delivered reverted from the actual amount remaining back to original setting. No patient injury.